Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no reported adverse impact to the customer¿s blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
B5: it was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no reported adverse impact to the customer¿s blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available. B5: it was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no reported adverse impact to the customer¿s blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
B5: it was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer declined to perform a pump reset with tandem technical support. No additional patient or event information was available.